Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding insulin that had "spurted" out of the septum. Customer's blood glucose level was impacted.